Event description:
A confirmed motor stall occurred following MRI (magnetic resonance imaging); motor stall recovery not recorded in the event logs approximately 40 minutes post-MRI. The pump was alarming. The hcp tried to update the pump; the stall continued. The hcp planned to re-interrogate the pump. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).